Event description:
Pt experienced withdrawal beginning on august 16, following refill of pump on august 3. The pt had withdrawal symptoms of returned spasticity and itching. The pump reservoir was accessed on august 18 and was nearly empty, suggesting that a pocket fill may have occurred at the previous refill. The pt's pump was refilled and programmed to run at the same rate as it was prior to the withdrawal episode, including an initial bolus dose. The following day, the pt called the physician's office stating that he was having difficulty breathing and that his legs were very weak and tingly. It is suspected that the pt experienced an overdose because his pump was started at too rapid a rate following the period of withdrawal.